Manufacturer narrative:
Manufacturer's investigation conclusion: driveline wire damage was confirmed through the evaluation (B)(6). Additionally, the reported tear in the outer jacket of the driveline was confirmed through the evaluation of the returned device. The reported outflow graft occlusion could not be confirmed through this investigation, as the graft was not returned for evaluation and the reported computed tomography angiogram (cta) was not submitted for review. Analysis of the submitted log files revealed persistent pump stop and low speed events that occurred while the device was operating on both battery power and the power module. Prior to the pump stop and low speed events, the recorded data was unremarkable and the device appeared to be operating within normal parameters; the reported outflow graft obstruction did not appear to have had a functional impact on the device. The pump was returned with the driveline cut approximately 12¿ from the pump housing and a severed portion measuring approximately 26¿ was returned separately. Examination of the blood-contacting surfaces of the returned device found no adhered depositions or thrombus formations. Examination of the driveline revealed a tear in the silicone jacket approximately 3¿ from the controller connector. Visual inspection of the driveline revealed beaches in the insulation of the orange, yellow, green, brown, and black wires approximately 5¿ from the pump housing. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any additional insulation breaches that could have contributed to an electrical short. The breaches in the insulation of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead. There was no evidence of mechanical damage such as crushing or pinching. If the exposed conductors contacted the braided shield while the system was operating on a tethered power source, the resulting short would have caused the observed pump stoppage events that occurred while operating on the power module. If the exposed conductors of wires from two different phases simultaneously contacted the braided shield or each other while the system was operating on an ungrounded power source, the resulting short would have caused the observed pump stoppages while operating on battery power. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2020. The heartmate ii (hmii) left ventricle assist system (lvas) instructions for use (IFU), under the "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 4 entitled ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation therapy and the recommended inr range. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the outflow occlusion was thought to be related to debris surrounding the gortex on the outflow graft.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Updated to reflect pump exchange. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient with a known short to shield (MFR 2916596-2019-00355). The patient slept on batteries overnight and had low voltage alarms, pump off, and driveline disconnects as well as speed drops. The patient did a controller exchange at home and the alarms continued.it was reported that the patient was transferred to (B)(6) hospital with a phase to phase short and pump stops. It was reported that the patient was stable during the transfer. It was reported that a driveline repair was performed and a cta showed an outflow graft occlusion. The patient had a history of being non-compliant with coumadin. Pump stops reoccurred, a pump exchange was performed due to the phase to phase short and the outflow graft obstruction. Hmii to hm3 exchange.